Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the vascular access was obtained via groin. The 90% stenosed, 14 mm long target lesion was located in the moderately tortuous and moderately calcified artery. Non-bsc guide catheter and nc quantum apex 2.25mm balloon catheter was used in this percutaneous coronary intervention.

Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 16mm x 3.00mm ion¿stent delivery system (sds) was selected and advanced to the target lesion. It was noted that there was a lot of resistance in the proximal segment of the artery and the physician was unable to deliver the device. While attempting to withdraw the sds back into the unspecified guide catheter, the stent sheared off of the balloon. An unspecified 2.25mm balloon was inserted into the stent and the stent was deployed where it had dislodged. No patient complications were reported and the patient's status is fine.